Event description:
It was reported that during a ptca/stent procedure in a calcific, tortuous, 95% occluded circumflex artery, a dissection occurred while accessing the lesion with another wire. Two attempts were made to place a stent, however, both were unsuccessful due to the inability to cross the lesion. At this time a balloon catheter was used to dilate the lesin. Upon removal of the balloon catheter and guide wire from the pt, it was noted that the wire had separated and a portion remained in the pt. The pt was sent to emergency bypass surgery, however, the guidewire was left in the pt. The pt died two days later in ICU.